Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt was not receiving stimulation. The pt reported observing the low battery warning (date unknown). The ipg was removed and replaced on (B)(6) 2011. Stimulation was captured post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.